Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side extracapsular rupture ("reason for removal"), change of device¿s colour, capsular contracture baker grade I (breast¿s shape and suppleness are normal)." "Textured silicone breast implants". The device has been explanted.